Event description:
It was reported that t:slim x2 pump battery would not charge despite use of working wall outlet, tandem charging cable and adapter, and alternate charging equipment, and pump did not shut down or become unable to turn on during the issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of in-warranty replacement pump.